Event description:
It was reported the patient experienced headache and subtle weakness. X-rays were performed. The distal section of the catheter appears to have migrated to the c2 vertebral body. The original location of the distal tip was at t11. There was a break in the distal segment/distal end. Surgical intervention was noted as a possible removal of the distal section of the catheter. Patient status was alive; no injury. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2001. Product type: catheter: product ID 8578, lot# n151801, implanted: (B)(6) 2008. Product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of the returned catheter revealed broken catheter body.

Event description:
Additional information received reported that the new spinal segment was implanted with catheter tip at t8. It was reported that it was attached to the original pump segment. The patient was receiving simple continuous dose. It was noted that the patient was doing well with therapy.

Event description:
Additional information received reported the intrathecal segment of the catheter was sheared off and migrated cephalad. The reason for catheter removal was a break, tear, and/or hole. There was patient injury.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. Product ID: 8578, lot# n151801, (B)(4).

Event description:
Additional information received reported that the device system was used to infuse compounded baclofen. The cause of the event was "unknown," attributed to the catheter. It was then noted that the issue was catheter dislodgement/migration of the distal (spinal) segment. An MRI/xray/CT (magnetic resonance imaging/x-ray/computerized tomography) was done, the specific scan was not indicated, nor was the date of the test. The results were noted as "catheter fragment." There was explant of the catheter, it was not clear if there was partial or complete explant of the catheter, nor was the date of explant reported. It was not indicated if the device was to be returned to the manufacturer. The symptoms associated with the event were reported as "initial stroke-like symptoms. Now resolved," the specific symptoms were not reported. Patient outcome was serious injury/illness- recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.